Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0009401, medical device expiration date: 2021-07-31, device manufacture date: 2020-01-09, medical device lot #: 9347866, medical device expiration date: 2021-06-30, device manufacture date: 2019-12-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer noticed the tubes "do not have sufficient pressure to fill up completely." This complaint is 2 of 2.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer noticed the tubes "do not have sufficient pressure to fill up completely." This complaint is 2 of 2.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from lot 9347866 and 20 from lot 0009401 were used from the bd inventory to be evaluated through draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.